Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was not turning on. A field service engineer (fse) found drawer controller failure auxiliary 2.2. Fse replaced drawer controllers 2.1 & 2.2 issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary completely failed and did not turn on. The customer stated that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.